Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the staples were malformed and did not staple properly. The procedure was completed using same like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: I understand that the staples were malformed. Please explain what is meant by ¿did not staple properly.¿ are you referring to the malformed staples?

Manufacturer narrative:
(B)(4). Additional information: anvil. The analysis results found that one ec45a device was returned with the anvil bent upwards and with an ecr45g cartridge loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Furthermore the anvil was noted to be damaged at knife slot area. No further functional testing was performed to the device due to its anvil condition. However the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).